Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on a heartstart mrx device indicating that there was a noise from the power supply. Available details indicate that the device had exhibited noise from the power supply. It was determined in an email from the fse that there was an electrical noise when the device was in charging or just connected to the electricity. The fse also reported that the device is working but, the sound it is not normal. No repair was done, this customer was asking for preventative maintenance (pm) to be performed on this device and this issue was found during the pm. The device remains at the customer site and no further evaluation is warranted at this time. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. Based on the information available, the cause of the reported problem was a potential component failure. The root cause of the reported problem could not be confirmed because no repairs were performed. The customer was made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.